Event description:
It was reported that stimulation is only being felt on the right side of the pt's back (B)(6). X-ray imagery revealed the lead had migrated to the side of the epidural space. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.